Event description:
It was reported that: mako tkr 1.0 case was done. During bone registration, overall accuracy was 0.5, all 4 points taken on distal lateral femur shown bright red. When surgeon trying to walk the bone with the probe, distance to bone shown all between 2.8mm - 3.1mm. Surgeon confirmed that he is already on the bone. Patient's bone very hard and confirmed no cartilage on the surface. When prompt the surgeon to walk the bone for other area, all distance to bone were below 1.0mm. Surgeon recaptured all the points and same results shown. Surgeon recaptured patient landmark and overall accuracy change to 0.6 surgeon walked the bone with probe and same results still shown (distance to bone on distal lateral femur all around 3mm). Mps recaptured CT landmark and when back to bone registration page, overall accuracy shown 0.5mm surgeon walked the bone with probe and same results shown. All other locations below 1.0mm except distal lateral femur (still showing distance to bone 2.8-3.1mm). Surgeon verified all the blue sphere except the one on distal lateral femur and proceed with the operation. While capturing gap values and doing gap balancing, surgeon minus 3mm on the lateral extension number to match the distance to bone value. Mps checked the CT view in CT landmark page, all bone were segmented.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Reported event an event regarding inaccurate resection involving a mako tka software was reported. The event was not confirmed because the case session files was not available for inspection. Method & results -product evaluation and results: review of the case session files was not performed as case session data was not provided. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that rob2673 was inspected and the quality inspection procedures were completed with no reported discrepancies. -complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode cannot be determined because the relevant log files and session files were not available for inspection. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
No new information.